Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery occurred (B)(6) 2019. The revision surgery was due to a wrong placement of the humeral stem (too high). The shoulder prothesis was converted into a reversed shoulder prothesis. All the component parts of the prothesis were removed and replaced by other products from fx. Primary surgery occurred (B)(6) 2018.